Event description:
It was reported that episodes of myopotential inhibition on an ICD was reported. Review of the egm revealed low level, high frequency noise that was inhibiting pacing. Possibility of myopotential oversensing was discussed. Turning the lfa off and dft was suggested. Oversensing and noise was not reproducible in clinic with isometrics and real time egm channel. Recommended programming changes were not made. The patient will continue to be monitored with routine follow-up. The patient was stable.

Manufacturer narrative:
(B)(4).